Event description:
It was reported to covidien that a customer had an issue with a dialysis catheter. The customer states the catheter was implanted on (B)(6) 2013. Since (B)(6) 2013 the catheter pulls air during dialysis. The catheter was removed on (B)(6) 2013 and replaced with a competitor product.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.